Event description:
Boston scientific crm received information that this local representative contacted technical services on (B)(6) 2009, to report that the lv impedance measurements in october 2009 had increased from 600 ohms to > than 2000 ohms in any pacing configuration whenever the lv ring is involved. Additionally, the slit impedance test has exhibited a linear increase from 60 ohms to 120 ohms. Additional information was received that surgical intervention was performed to abandon and replace this left ventricular lead. Additional information could not be obtained about the reason for the revision, however it appears the sole action taken during the procedure was to replace the left ventricular lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Technical services discussed the possibility of an lv lead fracture associated with a possible rv defibrillation lead issue. Technical services discussed the option of having the physician perform a maximum shock energy test or assess the rv defibrillation lead at the time of a lv lead revision procedure. Subsequently, boston scientific crm received information that this patient has been scheduled for an in-clinic follow-up with the electrophysiologist to discuss the rv shock impedance and lv pacing impedance issues. The lv pacing configuration was changed to one that did not include the lv ring since any programming involving the lv ring resulted in impedance measurements of > than 2000 ohms. Following the reprogramming change, the measured lv impedance values were within normal range and were consistent/stable. The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.